Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, mildly calcified, mid carotid artery. The emboshield nav6 device was selected for cerebral protection; however, during advancement of the device in an attempt to cross the target lesion some resistance was felt due to the anatomy and it was observed that the barewire had caused a dissection in the internal carotid artery. The patient experienced spasms of the artery; therefore, the device was retracted and the patient was administered nitroglycerine. The procedure was completed using a non-abbott filter and placement of an xact stent. The placement of the stent successfully treated the target lesion and the dissection caused by the barewire. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported patient effects of dissection and vasoconstriction, as listed in the emboshield nav 6, instructions for use are known adverse events associated with carotid stents and embolic protection systems. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties, patient effects and treatment appear to be related to circumstances of the procedure.